Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/10/2026, was chosen based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: palencia, p. S. Et al. (N.d.). Association between perirectal spacer use and short-term complications after prostate radiation therapy in a national claims-based analysis. Urology practice, 0(0). Https://doi.org/10.1097/upj.0000000000000996. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2314 is being used to capture the reportable event of fistula. Block h11: because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware that perirectal spacers were used studied in the article title "association between perirectal spacer use and short-term complications after prostate radiation therapy in a national claims-based analysis" written by "palencia, p. Et al". The study reviewed patients who underwent radiation therapy for prostate cancer from 2016 to 2022, with 5964 patients receiving a perirectal spacer. The objective of the study was to define whether spacer placement was associated with reduced toxicity in routine clinical practice. No specific device malfunction or performance failure was identified within the claims-based study cohort. However, the article references postmarketing surveillance data and published case reports in which serious adverse events have been described following spacer placement. The clinical consequences associated with these events included significant complications such as rectourethral fistula, localized infection/abscess, impotence, urinary problems, tissue damage, hematuria, and incontinence. The study evaluated rare clinical events and associated procedures identified through claims data, including bowel and urinary diversion procedures (e.g., colostomy, ileal conduit, cystectomy) and hyperbaric oxygen therapy, which were reported at incidence rates of less than 0.1%. The article does not specify the indication for these procedures, nor does it attribute the procedures or the adverse events to be device-related. Therefore, the relationship between the device and these adverse events and procedures is considered unclear or potentially related.